Manufacturer narrative:
H10: the bench repair technician found the ovp circuit failed and replaced the power management (pcb) to resolve this issue. A proximal pressure line disconnect alarm and the speaker cables were damaged. The gas delivery subsystem was also replaced to address the proximal pressure line disconnect. The damaged speaker cables were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The bench repair technician found the ovp circuit failed and replaced the power management (pcb) to resolve this issue. A proximal pressure line disconnect alarm and the speaker cables were damaged. The gas delivery subsystem was also replaced to address the proximal pressure line disconnect. The damaged speaker cables were replaced.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer (fse) reported the device smoked when a repair was carried out. There was no patient involvement.